Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the act button was not working properly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response at bolus, esc and act button due to unlocked connector on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test.